Event description:
The following information is from the article published in the journal of catheterization and cardiovascular intervention, closure of secundum atrial septal defects with the amplatzer septal occluder: techniques and problems. An incorrectly deployed device was unable to be retrieved back into the delivery sheath, due to trauma and distortion of the tip of the sheath as a result of passage through a fibrotic groin. The damaged sheath was exchanged for a larger-bore sheath. The device was withdrawn into the new sheath and then successfully redeployed.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis and additional information has not been received.